Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-25124. It was reported the patient stop using and charging his scs system three months ago due to ineffective stimulation and pain relief. It was also reported the ipg can no longer communicate with external devices. As a result, the ipg is inoperable. The patient will undergo surgical intervention at a later date to address the issue.

Manufacturer narrative:
Correction removal reporting #: 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.